Manufacturer narrative:
(B)(4). The device was received for evaluation missing its distal luer lock. Visual inspection revealed that the tubing had been broken off at the junction of the distal luer lock. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The exact occurrence date is unknown; however, it was reported to have occurred in the month of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had cut tubing. There was no patient involvement. No additional information is available.